Event description:
Evaluation of the returned device found that the downstream occlusion sensor seal was detached. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed. The investigation determined that the pump's dso seal was detached. The dso seal was replaced.